Manufacturer narrative:
The customer¿s report of a leak at the connection was not confirmed. The set was visually inspected and no cracks or damage were observed. Functional and pressure testing resulted in the set flowing freely with no leaking or other issues observed. The root cause was not identified.

Manufacturer narrative:
Gtin number for item: mp5302-c, lot: 17028029 is (B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that when priming the extension set with ns the tubing leaked at the connection and coming from the patient. There was no patient harm.